Event description:
It was reported to philips that the system's monitor failed to display images. The device was in use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.